Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp felt overfilled while using the homechoice pro cycler for apd therapy. Hcp relates that the hp had received a "low drain volume" alarm earlier during the therapy, which the hcp had bypassed. Afterwards, the hp complained of feeling overfilled after receiving 860 mls of the subsequent fill. The hcp contacted baxter's technical support line for assistance and was instructed to place the hp into a manual drain, allowing the manual drain to continue to completion without interruption. There was no patient injury or medical intervention reported.